Event description:
It was reported that during a total hip arthroplasty the accuracy of the navigation system camera was off. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a total hip arthroplasty the accuracy of the navigation system camera was off. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the camera had accuracy issues case was not duplicated by the repair technician. During the device evaluation, the device passed functional testing and was found to be accurate. Any interference with the camera¿s optical detectors can affect the accuracy and/or communication of the navigation system which have caused or contributed to the reported event.

Event description:
It was reported that during a total hip arthroplasty the accuracy of the navigation system camera was off. No adverse consequences or procedural delays were reported with this event.